Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet for three days experienced hyperglycemia for about one hour, with a highest blood glucose of 252 mg/dl, without an identified cause and without backup therapy or ketone testing, and the device displayed high-glucose alerts though insulin delivery was not paused and no leakage was observed; the patient then completed a full supply change with guidance. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included a system check for alerts, insulin delivery status, and inspection for infusion site or device leakage, along with troubleshooting and education on early-use learning behavior and completion of a supply change. Investigation of this case revealed no device malfunction, no infusion set leakage, and no interruption of insulin delivery, with hyperglycemia occurring during the initial algorithm learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear.